Event description:
Complaint reported as: the device was hooked to a ventilator and caused interference which triggered asystole alarms. No patient harm reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.